Event description:
It was reported that the right ventricular (rv) lead experienced insulation damage. The wire above the yolk from superior vena cava (svc) coil was externalized through the insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); 73 v-sic occur since 2013-(B)(6), the noted day of explant.